Event description:
During evaluation of returned minicap transfer set for non reportable issue, broken occluder feet were observed. Baxter reports no patient injury or medical intervention associated with this set.